Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead (B)(6) 2010; 694958 lead (B)(6) 2007; 5076-52 lead (B)(6) 2007. (B)(4),

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular (lv) lead. The lv lead was inactivated and was later capped and was not replaced. No further patient complications have been reported as a result of this event.